Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the tip from the trapezoid rx lithotripter compatible basket detached. Reportedly, surgery was performed and another basket device was used. The patient required an extended hospital stay due to this event. Additional information is being sought. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant reported that the device was not used past its expiry date. Device evaluation: a visual examination found that the returned device presented with residue which is indicative of procedural use. The basket tip was detached and not returned for analysis. The guidewire lumen (sidecar) presented with pushback (likely due to operational context). Functionally, when the handle was activated, the basket wires extended from the distal end of the coil assembly. When extended, the basket wires were not deformed and the wire ends presented evidence of prior tip attachment. The condition of the returned incident device was consistent with the reported event that the basket tip detached. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical/procedural factors limiting the device performance. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Additional information: during the ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2012, the tip of trapezoid rx lithotripter compatible basket detached while attempting lithotripsy on a 1.2-1.5cm stone located in the common bile duct/common hepatic duct. Prior to the tip detaching, the device had been used to capture/crush other stones. The physician believed the tip was impacted at the junction of the cystic duct and common duct as it was not able to be extracted using another basket device or a balloon catheter. No other device issues were visible. After the failed attempts at retrieving the basket tip, the decision was made to remove the tip during a previously scheduled cholecystectomy surgery for gallbladder stone removal taking place at a later date (after this ercp procedure). Following the procedure, the patient's condition was reported as being stable (afebrile and without any pain); however, more than 24 hours after the ercp, the patient developed cholangitis. The physician explained to the patient and his family that the cholangitis was likely not related to the retained tip. On (B)(6) 2012, the patient underwent the cholecystectomy. Reportedly, the patient is recovering after having the basket tip and "some" gallbladder stones removed. The physician explained in the event that the patient had no other biliary issues or had the patient not been scheduled for a cholecystectomy surgery, the patient would have been observed (by repeat x-ray) to confirm whether the tip would have migrated from its original position; however, no further intervention would likely have been performed. Prior to use, the basket device was inspected/tested and no anomalies were noted. The patient anatomy was reported as being non-torturous.